Event description:
Information was received from a patient's representative regarding an implantable neurostimulator. The reason for call was caller reported patient had back surgery in april and since then, every time they charge their implant it is shocking them and hurting them really bad. Caller stated patient is still in a lot of pain and cannot use the device due to this issue. Caller stated patient's healthcare provider is not sure what is going on and has been attempting to reach a manufacturer representative (rep), but caller indicated they have had a hard time getting in touch with a rep. The patient was redirected to their healthcare provider to further address the issue and agent emailed the field.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.